Event description:
It was reported that three instances of oversensing were observed on the right ventricular lead. The lead was capped and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.